Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the explant is unknown, there has been no allegation of product malfunction. It was noted that there was no deficiency of the valve. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. UDI #: (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a 31mm 7300tfx valve, implanted in the tricuspid position for 3 months, underwent redo-tvr. The reason for the explant was not provided. The patient received another valve of the same model and size. It was noted that there was no deficiency of the explanted valve. No other details provided.

Manufacturer narrative:
(B)(4). There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case the patient had recurrent endocarditis. Information received indicated at the initial time of implant of the mitral valve in the tricuspid position the patient had endocarditis and had stopped antibiotic treatment before its completion. Based on the information received patient factors likely contributed to the event.

Event description:
Through receipt of additional information edwards learned the 31mm bioprosthetic mitral valve implanted in tricuspid position was explanted due to moderate stenosis secondary to recurrent endocarditis. Patient returned and noted to be septic and blood cultures positive for mrsa. Operative note indicated the valve had pannus and extension onto the leaflets, it was well seated and did not look like it was grossly infected and in fact it could have been thrombus. Pre-operative tee showed large echodensity of 2x2 cm is visualized on the atrial side of bioprosthetic tricuspid valve. It is heterogenous and partially mobile. These findings are most c/w endocarditis. The patient received a replacement 31mm 7300tfx valve. Per the idc, there was no deficiency of the explanted device. The patient was returned to the cardiothoracic intensive care unit in stable condition. Patient was discharged on post operative day 20.